Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician met difficulty while attempting to deploy a ruby coil and was unable to advance it entirely out of another manufacturer's microcatheter. The coil was removed and a new ruby coil was used; however, the coil was found to be too long. As the physician attempted to remove the ruby coil, it unintentionally detached in another manufacturer's microcatheter. The microcatheter was removed with the coil inside of it, and the procedure continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00669. Device was disposed of by hospital.